Manufacturer narrative:
(B)(4). Multiple mdrs were filed for this event. Please see associated: 0001825034201903786, 0001825034201903787, 0001825034 201903788. Primary di number: (B)(4). Foreign source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the anchors bent on insertion and were unable to be implanted. No further information is available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: (B)(4). B2 was marked in error and should be removed. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during surgery that the inserter bent upon insertion. This caused a 5 min delay as more anchors had to be opened to complete the procedure. No further event information available at the time of this report.